Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: before using the device on a pt, the balloon exploded during the expanding test. An appropriate amount of air was injected. Another device was used for the procedure. There was no harm to the pt. Operative time was not extended.

Manufacturer narrative:
(B)(4).